Event description:
It was reported that the user experienced hyperglycemia after not announcing meals, had recently changed ilet supplies, verified elevated blood glucose with a fingerstick, and administered a corrective subcutaneous insulin injection using a pen. Symptoms included elevated blood glucose without reported clinical manifestations. Outcomes included user-initiated corrective action and a request for follow-up. Investigation included troubleshooting and education regarding hyperglycemia management and device use. Investigation of this case revealed no device malfunction reported, with the event consistent with hyperglycemia of unclear cause in the context of unannounced meals. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.